Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat rectocele and pelvic organ prolapse. Post implantation the patient experienced pain, dyspareunia and recurrence of urinary incontinence.(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent posterior colporrhaphy and upper perineorrhaphy. It was reported that the patient underwent transvaginal excision of painful posterior vaginal mesh and cystourethroscopy on (B)(6) 2015 by (B)(6) at (B)(6) university medical center due to pain.

Event description:
It was reported that the patient concurrently underwent posterior colporrhaphy and upper perineorrhaphy. It was reported that the patient underwent transvaginal excision of painful posterior vaginal mesh and cystourethroscopy on (B)(6) 2015 by (B)(6) at (B)(6) university medical center due to pain.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.